Event description:
It was reported that the tip fell off, and the black distal end broke off from the gray grip.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR. Device was discarded by facility therefore, an investigation was not performed. A review of the lot history record (lhr) for this lot number found that the device met assembly and product specifications, no anomalies were found during mfg.